Event description:
Info received indicates when the brake is applied, the foot end brake casters will not engage.

Manufacturer narrative:
The technician found a bolt and nut missing from the brake linkage. The technician replaced the hardware to repair the stretcher.